Event description:
The subject home monitor was replaced, reportedly because there was a communication issue and it could not be repaired.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment:(B)(4).

Event description:
The subject home monitor was replaced, reportedly because there was a communication issue and it could not be repaired.